Manufacturer narrative:
Device evaluation: visual analysis was performed which identified crease flat. Leak test was performed which identified no leakage on device. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment was: no issues found related with the manufacturing process.

Event description:
The device has been explanted.

Manufacturer narrative:
In response to mw5065078. Information contained in this report was previously submitted through asr on 28/jan/2017. A review of the device history record has been completed. No deviations or non-conformances noted. The events of infection and primary immune deficiency are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: potential adverse events that may occur with saline-filled breast implant surgery include: reoperation, pain, wrinkling, asymmetry, implant palpability/visibility, implant removal, capsular contracture, changes in nipple and breast sensation, implant displacement/migration, implant deflation, scarring, infection, hematoma/seroma, breastfeeding complications, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy. Infection ¿ in rare instances, acute infection may occur in a breast with implants. The signs of acute infection include erythema, tenderness, fluid accumulation, pain, and fever. Very rarely, toxic shock syndrome, a potentially life-threatening condition, has been reported in women after breast implant surgery. It is characterized by symptoms that occur suddenly and include high fever (102°f, 38.8°c or higher), vomiting, diarrhea, a sunburn-like rash, red eyes, dizziness, lightheadedness, muscle aches, and drops in blood pressure, which may cause fainting. Patients should be advised to contact a physician immediately for diagnosis and treatment for any of these symptoms.

Event description:
Patient reported events of ¿primary immune deficiency and chronic sinus infections.¿ this record is for the right side. The device has been explanted.